Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Insulin pump received with an intermittent button response due to corroded keypad traces. Insulin pump had a cracked case on display window corners, minor scratches on lcd window, cracked reservoir tube, cracked battery tube threads and missing end cap sticker.

Event description:
It was reported that the buttons on the insulin pump were not working and the insulin pump was stuck on utilities. Customer's last blood glucose reading was 6.2 mmol/l. No further information reported.